Event description:
(B)(6) was fitted with avaira toric on (B)(6) 2011. After trialing it for 2 weeks, we dispensed a full year supply on (B)(6) 2011. On (B)(6) 2011, (B)(6) came in complaint of "misty/foggy" vision on the left eye the day before and recovered within hours. Exam didn't show any signs of disease or injury. Replaced a new left cls to be tested, to see if another episode. None, not until pt put on another lens from the patch. On (B)(6) 2011, came in and had the same complaint. On (B)(6) 2011, (B)(6) started a new lens from the same patch that she used before. After wearing the cls for six hours, she noticed "misty/foggy" vision. She could see but foggy. There was no pain or any irritation. Again she removed the cls and within hours, vision back to normal. On (B)(6) 2011, she came in to the office to see me. After exam, confirmed corneal edema which is not serious and reversible. However, we needed to refit pt, therefore, I refitted (B)(6) with a new toric cls and matter was solved.